Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that the insulin pump act keypad button and most other buttons are not responsive. Also, there is a continuous beeping sound that cannot be cleared. Customer does not recall any significant events leading to the error. Customer's blood glucose was 71 mg/dl at the time of incident. Troubleshooting was unable to be performed as the buttons were not working. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.